Event description:
Information received indicates the foot high low hydraulic cylinder drifts down.

Manufacturer narrative:
The technician replaced the foot hi/low down hydraulic valve to repair the bed.